Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got pump error alarms. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
Device received with a52 alarm loop during power up, problem isolated to mother board. Unable to perform self-test and displacement tests due to a52 alarm.